Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 11-nov-2018. The most recent information was received on 01-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / localized pain') and menorrhagia ('heavy bleeding / heavy and extended periods of bleeding / menorrhagia') in a 29-year-old female patient who had essure (batch no. C13140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3), parity 2 and ectopic pregnancy (1). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), headache ("severe headaches"), autoimmune disorder ("auto immune issues"), migraine ("chronic daily migraines"), arthralgia ("joint pain"), plantar fasciitis ("plantar fascitis"), sleep apnoea syndrome ("sleep apnea"), depression ("depression"), hypersensitivity ("allergy symptoms"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary/bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with levonorgestrel (mirena) and surgery (essure removal with laparoscopy assisted vaginal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, medical device discomfort, headache, autoimmune disorder, migraine, arthralgia, plantar fasciitis, sleep apnoea syndrome, depression, hypersensitivity, genital haemorrhage, hormone level abnormal, mental disorder and bladder disorder outcome was unknown. The reporter provided no causality assessment for bladder disorder, genital haemorrhage, hormone level abnormal, hypersensitivity and mental disorder with essure. The reporter considered arthralgia, autoimmune disorder, depression, headache, medical device discomfort, menorrhagia, migraine, pelvic pain, plantar fasciitis and sleep apnoea syndrome to be related to essure. The reporter commented: the onset date of events was reported as (B)(6) 2014 (unspecified which event/s). Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2014: insertion details: both ostiae seen, essure devices deployed - 6 coils on left and 0 coils on right. Hysterosalpingogram - on (B)(6) 2015: both essure inserts in satisfactory position; satisfactory occlusion of both fallopian tubes. Batch no c13140 production date 2014-01-16 expiration date 2017-01-31. Most recent follow-up information incorporated above includes: on 1-mar-2021: new reporter (lawyer), patient´s initials updated, new adverse events (allergy symptoms, heavy/abnormal bleeding, hormonal problems, psychological/psychiatric problems, and urinary/bladder problems) and new as reported (localized pain) were provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 11-nov-2018. The most recent information was received on 21-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / localized pain'), menorrhagia ('heavy bleeding / heavy and extended periods of bleeding / menorrhagia') and abdominal pain lower ('left lower abdominal pain / abdominal pain / nonspecific abdominal pain') in a 29-year-old female patient who had essure (batch no. C13140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression (significant post-natal depression after both pregnancies and all in all she is certainly ve1y keen not to have any further pregnancies.) On (B)(6) 2014, vaginal discharge abnormality on (B)(6) 2013, full term baby (normal delivery) in 2010, headache (probably migraine.) In 2010, lower abdominal pain (lower abdominal pain for 5 weeks. Increasing pain since birth of daughter ((B)(6) 2014)) in 2010, urinary tract infection in 2010, ectopic pregnancy (1) in 2000, multigravida (3 pregnancies. Her pregnancies have been complicated by symphysis pubis dysfunction which made pregnancy rather uncomfortable and unpleasant.), parity 2, irregular menstruation and polycystic ovaries. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criterion hospitalization), 2 months 25 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), menorrhagia (seriousness criterion intervention required), medical device discomfort ("discomfort"), headache ("severe headaches / constant headache"), autoimmune disorder ("auto immune issues"), migraine ("chronic daily migraines"), arthralgia ("joint pain"), plantar fasciitis ("plantar fascitis"), sleep apnoea syndrome ("sleep apnea"), depression ("depression"), hypersensitivity ("allergy symptoms"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary/bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with topiramate, levonorgestrel (mirena) and surgery (essure removal with laparoscopy assisted vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, medical device discomfort, headache, autoimmune disorder, migraine, arthralgia, plantar fasciitis, sleep apnoea syndrome, depression, hypersensitivity, genital haemorrhage, hormone level abnormal, mental disorder and bladder disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, bladder disorder, genital haemorrhage, hormone level abnormal, hypersensitivity and mental disorder with essure. The reporter considered arthralgia, autoimmune disorder, depression, headache, medical device discomfort, menorrhagia, migraine, pelvic pain, plantar fasciitis and sleep apnoea syndrome to be related to essure. The reporter commented: the onset date of events was reported as (B)(6) 2014 (unspecified which event/s). The beta blockers have not helped which her migraine and headache. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2014: insertion details: both ostiae seen, essure devices deployed - 6 coils on left and 0 coils on right. Hysterosalpingogram - on (B)(6) 2015: both essure inserts in satisfactory position; satisfactory occlusion of both fallopian tubes; on (B)(6) 2015: sterilization is confirmed.. Pregnancy test - on (B)(6) 2013: positive. Ultrasound pelvis - on (B)(6) 2014: the uterus is retroverted and of normal size and shape with an endometrial thickness of 7mm. Patient on contraceptive implant. Left ovary contains a 30mm unilocular cyst. Right ovary is of normal size, shape and follicular distribution with a volume of 6.bml. No adnexal masses or free fluid seen.; on (B)(6) 2015: the urinary bladder is moderately filled and appears smooth walled. The uterus is retroverted and of normal size with a thin mid line echo identified (lmp 6 weeks ago - irregular cycle). The left ovary is of normal size with a 16 x 22 x 17mm follicle. There is a cyst on the right ovary measuring 29 x 33 x 29mm and this contains a small daughter cyst. Some free fluid is noted around the fund us of the uterus. Bowel is not examined at ultrasound.. Batch no c13140, production date 2014-01-16, expiration date 2017-01-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache and migraine with aura. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 11-nov-2018. The most recent information was received on 10-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('heavy bleeding / heavy and extended periods of bleeding / menorrhagia') in a (B)(6) year-old female patient who had essure (batch no. C13140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3), parity 2 and ectopic pregnancy (1). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), headache ("severe headaches"), autoimmune disorder ("auto immune issues"), migraine ("chronic daily migraines"), arthralgia ("joint pain"), plantar fasciitis ("plantar fascitis"), sleep apnoea syndrome ("sleep apnea") and depression ("depression"). The patient was treated with levonorgestrel (mirena) and surgery (essure removal with laparoscopy assisted vaginal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, medical device discomfort, headache, autoimmune disorder, migraine, arthralgia, plantar fasciitis, sleep apnoea syndrome and depression outcome was unknown. The reporter considered arthralgia, autoimmune disorder, depression, headache, medical device discomfort, menorrhagia, migraine, pelvic pain, plantar fasciitis and sleep apnoea syndrome to be related to essure. The reporter commented: the onset date of events was reported as (B)(6) 2014 (unspecified which event/s). Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2014: insertion details: both ostiae seen, essure devices deployed - 6 coils on left and 0 coils on right. Hysterosalpingogram - on (B)(6) 2015: both essure inserts in satisfactory position; satisfactory occlusion of both fallopian tubes. Batch no c13140, production date (B)(6) 2014, expiration date 2017-01-31. Most recent follow-up information incorporated above includes: on (B)(6) 2021: with follow up information received from lawyer this report was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2020-04349) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: reporter lawyer was added. Patient's date of birth / age and history was added: multi gravida, ectopic pregnancy and parity 2. Essure insertion (for female sterilisation) on 18-dec-2014 -details: both ostiae seen, essure devices deployed - 6 coils on left and 0 coils on right. Batch no c13140. Production date: 2014-01-16. Expiration date 2017-01-31. Result of hysterosalpingogram was added. New events added: headache, medical device discomfort. The event genital hemorrhage was specified to menorrhagia, treatment required with mirena (added as treatment drug). Essure was removed on (B)(6) 2020. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4) and (B)(4)) on (B)(6), 2018. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / localized pain"), heavy menstrual bleeding ("heavy bleeding / heavy and extended periods of bleeding / menorrhagia") and abdominal pain lower ("left lower abdominal pain / abdominal pain / nonspecific abdominal pain") in a 29 year-old female patient who had essure inserted (lot no. C13140) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of postpartum depression (significant post-natal depression after both pregnancies and all in all she is certainly ve1y keen not to have any further pregnancies) on (B)(6), 2014, vaginal discharge abnormality in 2013, headache (probably migraine), urinary tract infection, lower abdominal pain (lower abdominal pain for 5 weeks. Increasing pain since birth of daughter ((B)(6), 2014)) and full term baby (normal delivery) in 2010, ectopic pregnancy (1) in 2000 and polycystic ovaries, irregular menstruation, parity 2 and multigravida (3 pregnancies. Her pregnancies have been complicated by symphysis pubis dysfunction which made pregnancy rather uncomfortable and unpleasant). On (B)(6), 2014, the patient had essure inserted. On (B)(6), 2015, 83 days after essure insertion, she experienced abdominal pain lower (seriousness criterion hospitalisation). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), medical device discomfort ("discomfort"), hypersensitivity ("allergy symptoms/allergic or hypersensitivityreaction"), genital haemorrhage ("heavy/abnormal bleeding"), headache ("severe headaches / constant headache"), autoimmune disorder ("auto immune issues"), bladder disorder ("urinary/bladder problems"), migraine ("chronic daily migraines"), arthralgia ("joint pain"), plantar fasciitis ("plantar fascitis"), sleep apnoea syndrome ("sleep apnea"), depression ("depression") and mental disorder ("psychological/psychiatric problems/psychological issues") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalised from (B)(6), 2015 to (B)(6), 2015. The patient was treated with mirena (levonorgestrel) and topiramate as well as surgery (essure removal with laparoscopy assisted vaginal hysterectomy). Essure was removed on (B)(6), 2020. At the time of the report, the outcomes for pelvic pain, heavy menstrual bleeding, medical device discomfort, hypersensitivity, genital haemorrhage, headache, autoimmune disorder, hormone level abnormal, bladder disorder, migraine, arthralgia, plantar fasciitis, sleep apnoea syndrome, depression and mental disorder were unknown. The reporter considered arthralgia, autoimmune disorder, bladder disorder, depression, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, medical device discomfort, mental disorder, migraine, pelvic pain, plantar fasciitis and sleep apnoea syndrome to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain lower. The reporter commented: the onset date of events was reported as (B)(6), 2014. (Unspecified which event/s). The beta blockers have not helped her migraine and headache. Discrepancy noted as removal date (B)(6), 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6), 2014: insertion details: both ostiae seen, essure devices deployed - 6 coils on left and 0 coils on right [hysterosalpingogram] on (B)(6), 2015: both essure inserts in satisfactory position; satisfactory occlusion of both fallopian tubes; on (B)(6), 2015: sterilization is confirmed [pregnancy test] on (B)(6), 2013: positive [ultrasound pelvis] on (B)(6), 2014: the uterus is retroverted and of normal size and shape with an endometrial thickness of 7mm. Patient on contraceptive implant. Left ovary contains a 30mm unilocular cyst. Right ovary is of normal size, shape and follicular distribution with a volume of 6.bml. No adnexal masses or free fluid seen; on (B)(6), 2015: the urinary bladder is moderately filled and appears smooth walled. The uterus is retroverted and of normal size with a thin mid line echo identified (lmp 6 weeks ago - irregular cycle). The left ovary is of normal size with a 16 x 22 x 17mm follicle. There is a cyst on the right ovary measuring 29 x 33 x 29mm and this contains a small daughter cyst. Some free fluid is noted around the fund us of the uterus. Bowel is not examined at ultrasound batch no c13140 production date (B)(6), 2014 expiration date (B)(6), 2017. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache and migraine with aura. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: patient´s name was amended. She was caucasian. Imdrf codes were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 11-nov-2018. The most recent information was received on 19-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / localized pain"), heavy menstrual bleeding ("heavy bleeding / heavy and extended periods of bleeding / menorrhagia") and abdominal pain lower ("left lower abdominal pain / abdominal pain / nonspecific abdominal pain") in a 29 year-old female patient who had essure inserted (lot no. C13140) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of postpartum depression (significant post-natal depression after both pregnancies and all in all she is certainly ve1y keen not to have any further pregnancies) on (B)(6) 2014, vaginal discharge abnormality in 2013, headache (probably migraine), urinary tract infection, lower abdominal pain (lower abdominal pain for 5 weeks. Increasing pain since birth of daughter ((B)(6) 2014)) and full term baby (normal delivery) in 2010, ectopic pregnancy (1) in 2000 and sleep apnoea, migraine, hypothyroidism, polycystic ovaries, irregular menstruation, parity 2 and multigravida (3 pregnancies. Her pregnancies have been complicated by symphysis pubis dysfunction which made pregnancy rather uncomfortable and unpleasant). Concomitant products included acetazolamide and levothyroxine. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 83 days after essure insertion, she experienced abdominal pain lower (seriousness criterion hospitalisation). Essure was removed on (B)(6) 2020. On unknown date she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), medical device discomfort ("discomfort"), hypersensitivity ("allergy symptoms/allergic or hypersensitivityreaction"), genital haemorrhage ("heavy/abnormal bleeding"), headache ("severe headaches / constant headache"), autoimmune disorder ("auto immune issues"), bladder disorder ("urinary/bladder problems"), migraine ("chronic daily migraines"), arthralgia ("joint pain"), plantar fasciitis ("plantar fascitis"), sleep apnoea syndrome ("sleep apnea"), depression ("depression"), mental disorder ("psychological/psychiatric problems/psychological issues"), dyspareunia ("dyspareunia") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalised from (B)(6) 2015. The patient was treated with mirena (levonorgestrel) and topiramate as well as surgery (bilateral salpingectomy & vaginal hysterectomy). At the time of the report, the outcomes for pelvic pain, heavy menstrual bleeding, medical device discomfort, hypersensitivity, genital haemorrhage, headache, autoimmune disorder, hormone level abnormal, bladder disorder, migraine, arthralgia, plantar fasciitis, sleep apnoea syndrome, depression, mental disorder, dyspareunia and fatigue were unknown. The reporter considered arthralgia, autoimmune disorder, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, medical device discomfort, mental disorder, migraine, pelvic pain, plantar fasciitis and sleep apnoea syndrome to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain lower. The reporter commented: the onset date of events was reported as (B)(6) 2014 (unspecified which event/s). The beta blockers have not helped her migraine and headache. Discrepancy noted as removal date (B)(6) 2019. New ha number received on 18-apr-2023: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2014: insertion details: both ostiae seen, essure devices deployed - 6 coils on left and 0 coils on right [hysterosalpingogram] on (B)(6) 2015: both essure inserts in satisfactory position; satisfactory occlusion of both fallopian tubes; on (B)(6) 2015: sterilization is confirmed [pregnancy test] on (B)(6) 2013: positive. [Ultrasound pelvis] on (B)(6) 2014: the uterus is retroverted and of normal size and shape with an endometrial thickness of 7mm. Patient on contraceptive implant. Left ovary contains a 30mm unilocular cyst. Right ovary is of normal size, shape and follicular distribution with a volume of 6.bml. No adnexal masses or free fluid seen; on (B)(6) 2015: the urinary bladder is moderately filled and appears smooth walled. The uterus is retroverted and of normal size with a thin mid line echo identified (lmp 6 weeks ago - irregular cycle). The left ovary is of normal size with a 16 x 22 x 17mm follicle. There is a cyst on the right ovary measuring 29 x 33 x 29mm and this contains a small daughter cyst. Some free fluid is noted around the fund us of the uterus. Bowel is not examined at ultrasound batch no c13140 production date 2014-01-16 expiration date 2017-01-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache and migraine with aura. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-jan-2024: medical record received. Event dyspareunia & fatigue added. Medical history & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.